Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with alert for ventricular noise reversions. Upon interrogation it was noted that the lead exhibited some high ventricular rates exhibiting noise. All other measurements within expected range. Ventricular paced less than 1%. No intervention was reported.